Event description:
The consumer alleged she was sitting in the walker when she went to get up and the rear wheel allegedly broke, causing her to fall on her side, resulting in a fractured right hip.

Manufacturer narrative:
Consumer reportedly was sitting in their device and went to get up and the rear wheel broke. User fell and fractured their hip. Consumer has indicated the rear wheels were replaced with another set of bad wheels. These wheels were not an invacare product. It's unclear if these unapproved wheels caused the incident. MDR filed based on alleged injury. Info indicates a potential improper servicing of the product.